Manufacturer narrative:
Follow-up repair information. The field service engineer replaced the cpu board to address the reported problem.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator have an alarm failure error. The customer reported there was no patient involvement.